Manufacturer narrative:
The image result files for initial testing on neo 90396 were reviewed. Negative results appeared as reported by the neo. However, one test well contained bubbles and one of two positive control wells resulted as negative. A review of previous testing performed on neo 90128 showed that results appeared positive as reported and controls performed as expected. An immucor field service engineer performed preventive maintenance, adjusted the wash head position and replaced the lamp. All settings and measurements were within specifications before and after preventive maintenance. Seven samples that were previously tested on neo 90128 (2 positives and 5 equivocals) were tested on 90396. The two positive samples resulted as positive. The five previously equivocal samples resulted as negative. The instrument is operating as expected.

Event description:
A customer reported obtaining unexpected negative reactivity during validation testing on galileo neo 90396 for a sample that previously resulted as positive with the antibody screening assay.